Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jun-2017, the fse found that the x and y measured parameters on the sorter barcode reader were not in sync. A new sort board was ordered and replaced on 26-jun-2017. The barcode reader and sorter were aligned; however, the error persisted. The fse returned on 27- jun-2017 and replaced the sorb board and the barcode reader. The analyzer was tested several times with full trays and the issue resolved. The most probable cause of the reported event was a sorb board failure.

Event description:
On (B)(6) 2017, the customer reported that the sorter barcode reader was not reading the test cups on their aia-900 analyzer. Performing an all set home function did not resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg, prog, e2 and lh11 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.